Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell cycle three of five of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The patient would complete therapy by starting therapy over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device has been returned for evaluation. Visual inspection, leak testing, clamp function test, clear passage test, and device-device interaction testing (homechoice set ran on machine) were performed on the device with no issues noted. Reported problem was not verified/duplicated during sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.